Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had a punctured hose was not confirmed. However, during evaluation, it was determined that the rotations per minute (rpm's) were below manufacturing specification (failed rotational speed assessment). It was further determined that the device also failed loctite housing swivel and modified set screw assessment and cutter lock- no motor rub assessment. It was determined that the vanes were worn causing the rpm's to be below specification. It was determined that the bell ring and the swivel/housing were loose, a substance was found on the swivel (other than the green loctite used by the repair department) indicating the device has been tampered with and the teflon seal was also protruding from the swivel caused by unauthorized repair. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a puncture in the hose. During in-house engineering evaluation, it was determined that the triggers on the motor device rotations per minute (rpm's) were below manufacturing specification (failed rotational speed assessment). This event did occurred during maintenance/cleaning. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.